Event description:
The customer reported that the system made a flash and a noise and then the image disappeared from the screen. The system had to be rebooted to recover system functionality. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was then found to be operating as intended.